Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this bioprosthetic valve, there was bleeding and cardiac tamponade due to thrombocytopenia. The chest was reopened to resolve the tamponade. No further adverse patient effects were reported.